Event description:
It was reported that during a supply change the system displayed an ¿unable to proceed¿ error during fill tubing, consistent with an occlusion, after which the agent had the user remove all supplies and complete a dry run without issues before continuing the supply change; the event aligns with a device problem of complete blockage associated with the tube component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem was identified, with the device problem traced to a complete blockage involving the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.